Event description:
The customer reported that her blood glucose (bg) was under 40mg/dl and that her daughter found her unconscious so she called 911. The customer refused to be transported to the hospital, so the paramedics gave her a sugar drip via IV to bring her bgs back to normal. The pod was discarded.

Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported paramedics visit for hypoglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.